Event description:
(B)(4). Hair loss, tooth fillings falling out, headaches, joint pain, red itchy spots on scalp and face, sharp lower abdominal pains, excessive bleeding, extreme food allergies with nickel, fatigue, and unexplained bruising.